Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) may require maintenance and displayed power- up test failure code #14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields -b3, b4, d8, d9, g1, g3 g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported failure and found the system occasionally displayed the warning message "power-up test fails code #14. The fse performed a drive regulator calibration which failed and found scroll compressor broken. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.